Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts. Unrelated to the complaint, the audio bolus button was found to be damaged and unresponsive.